Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller indicated patient has chronically had right ventricular (rv) lead small r-waves and occasional short v-v intervals over time. The patient is checked every 6 months. In 2013, patient presented to normal follow-up with 1.3% pacing and 70 short v-v intervals. At last follow-up, patient had increased short v-vs. At current follow-up, patient is paced 4% of time, a slight increase of short v-v intervals. Measurements are good aside from small r-wave. Diagnostic testing and troubleshooting was performed along with programming to rvtip to rvcoil sensing polarity. Caller was advised to further discuss with physician. The rv remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.